Event description:
Customer contacted beckman coulter inc. (Bci) with erroneously low tt4 result below the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient.the erroneous result was reported outside of the lab but questioned by the physician.upon repeat, the results were within the normal reference range.there is no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Tt4 qc was within the cutomer's established ranges prior to and after the event.service was declined by the customer.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.